Manufacturer narrative:
Initial and final MDR 1889203- device 2 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 09-march-2024, it was reported by the patient that infusion set tubing was leaking from site due to which hyperglycemia occurs within 1.5 days of use. High blood glucose level was displayed high and was treated with correction bolus via pump. No further information was available.